Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Afraid a part broke inside of me...tried your suggestion, may need to go to the doctor [foreign body in reproductive tract]. It was only an inch long..afraid a part broke [device breakage]. Went to change it, was only an inch long. May have broken inside me, need to go to doctor [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon may have broken inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Afraid a part broke inside of me...tried your suggestion, may need to go to the doctor [foreign body in reproductive tract]. It was only an inch long..afraid a part broke [device breakage] went to change it, was only an inch long. May have broken inside me, need to go to doctor [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon may have broken inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Afraid a part broke inside of me...tried your suggestion, may need to go to the doctor [foreign body in reproductive tract]. It was only an inch long..afraid a part broke [device breakage]. Went to change it, was only an inch long. May have broken inside me, need to go to doctor [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon may have broken inside. No serious injury reported.